Event description:
It was reported that pump displayed recurring malfunction alarm with code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump as backup, while technical support arranged replacement pump, confirmed shipping details, instructed customer to place malfunctioning pump in storage mode and return it within 10 days, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.